Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient had an unspecified surgery unrelated to peritoneal dialysis. As a result of the surgery the patient was switched to hemodialysis (hd) for a short period of time. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized from (B)(6) 2016 for hernia surgery. While the patient was hospitalized they switched treatment modalities. The patient was discharged on (B)(6) 2016 and began in-center hemodialysis treatments while the patient recovered. The nurse was unable to specify the type of hernia at this time. Per the pdrn as of (B)(6) 2016, the patient was recovered and continued hemodialysis treatments in-clinic for the next three weeks. Medical records were requested.